Event description:
According to the rptr, she was using the device to help alleviate her cold symptoms. During the night, she awoke with a "strange" taste in her mouth. She noted that the mask was leaking. Fluid had entered her eyes, mouth, and soaked her pillowcase. She immediately rinsed her eyes. Since the device is mfg outside the us, the rptr is concerned about the safety of the water. The address which is listed is for the dist. According to the rptr, it was the only address on the package.